Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a software error. Analysis of the device memory indicated that the atrial and ventricular rate histogram data were missing/invalid. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for an electrical ride through reset on the device. The patient is scheduled for an interrogation to be done. The device remains in use. No patient complications have been reported as a result of this event.